Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s daughter reported receiving a letter from the endocrinologist recommending 18 units of lantus daily and sought clarification but was advised to contact the endocrinologist directly for guidance. The user's daughter expressed concern that the user often eats cereal and other high-carb foods without announcing meals when unsupervised, leading to elevated blood glucose (bg) levels. The highest bg recorded during this event was 300 mg/dl, and levels were out of range for more than 90 minutes. Correction was achieved with multiple daily injections (mdi). The ilet did provide high bg alerts. The user¿s daughter, as primary caretaker, assisted with diabetes care, and the user reported experiencing a headache during the event. No medical intervention beyond caretaker support was required.